Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: what is the lot number? A4yde00611. Is the user a new user to vistaseal? No if not, how many times have they used vistaseal prior to this event? Na, product has been in account since its launch. How many times have they applied the laparoscopic tip? 0. Was a sales representative present during the case when the issue was experienced? No but rep was on the phone. What is the lot number? A4yde00611. Were there any unexpected outcomes or complications as a result of the event? No. Are there pictures of the damaged device available? Yes. The tip lot used in a4yde00611 is 2592602. Investigation summary: a physical product was returned, and a conclusion was reached. The vistaseal dual adaptor was returned (which included the adapter with luer-loks) but the spray and drip tip was not returned. The product was returned in broken condition, meaning that the white tips of the adaptor that connects the grey luer-loks to the spray/drip tip were broken off. There were clear markings on the luer-lok portion of the adapter, indicating that some tool was used to attempt to pry off the adapter from the tip. The evaluator was able to attach and detach the grey luer-lok nuts from the spray tip, but unable to successfully attach the white tips of the adapter back onto the adaptor, which is in agreement with the initial complaint. However, after conducted further analysis and reach a conclusion. It can be assumed that this person used the tool to pry off the luer-lok, which in turn broke off the white tips on the adaptor during the process. The evaluator compared the luer-loks on the returned complaint to a normal vistaseal dual applicator and this conclusion was evidently true. Able to conclude that this issue was caused by the user, but unable to conclude whether or not the device was useable before this occurrence. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic gastric sleeve procedure on (B)(6) 2021 and a fibrin sealant preparation device was used. While attempting to attach the applicator the gray lure nuts would not open so they were unable to remove the tip. No adverse patient consequences were reported. Additional information was requested.